Event description:
It was reported that thirty five (35) large volume folfusors had particulate matter. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: the events occurred from on (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the particulate matter was further described as white particle, grey particle, red particle and plastic particles. H4: the device was manufactured from august 26, 2022 - august 27, 2022. H10: the actual devices were not available; however, thirty-five (35) companion samples were received for evaluation. Visual inspection on the companion units via the naked eye showed no evidence particulate matter. The companion units were subsequently filled with water to the nominal volume. Using a magnifying lamp, the units were visually inspected for evidence of particulate matter inside the bladder. During visual inspection, the units were gently shaken to observe for floating particles inside the bladder. As a result, no evidence of floating or non-floating particles was found inside the bladder. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.